Event description:
Sales rep from phs stated his customer had incident where pt was cut and required sutured stitches.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.